Event description:
It was reported that when using the bd pyxis medstation system, the main drawer 2.1 failed and was not detected on the communication bus at the intensive care unit (ICU).there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that main drawer 2.1 failed and was not detected on the communication bus due to a faulty retractor band. A field service engineer replaced the retractor band and also the pyxibus cable due to wear marks, to resolve the issue. A field service engineer confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshooted the device.